Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacture representative (rep) on 2018(B)(4) indicating that they do not have the patient's weight and the physician is aware of this. No further complications were reported/are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). It was reported that there was high impedance on one electrode. The rep used other electrodes to get successful programming and the patient was very happy with the alternate programming. No symptoms or complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient with an implantable neurostimulator (ins) for non-malignant pain. It was reported that an oor message was seen on the tablet. The rep said it was a normal replacement case. Impedances were normal before the ins replacement. The following programming was the same that was used on the previous battery: 6-, 7+, 8-, 500us, 85 hz at 3.6 ma. The oor message then displayed. Impedances were checked and with reference 0, all impedances were between 660-960 except for 6 which was 3620. With reference 7, electrode 6 was at 5,500. With reference 8, electrode 6 was at 5510. It was reviewed to avoid electrode 6. The rep said they were going to try alternative programming. No symptoms or further complications were reported.